Manufacturer narrative:
Corrected data: expiration date 05/2020; manufacturing date 05/2015. An analysis on an unused product sample showed that it met specification. Connector was found to be dimensionally acceptable as per the specification and passed the jig test when mounted to the iso test jig which complies with iso 5356 requirement. No corrective action has been identified as a result of this analysis. After review of returned product sample and a detailed batch review, no discrepancies were found. There is not enough information to conclude that the product did not meet specification and perform as intended. A previous investigation, is applicable to this complaint. The previous investigation has been closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Expiration date: 03/2020. Manufacturing date: 03/2015. Based on the available information, this event is deemed to be a reportable malfunction. Additional details have been requested but not provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the connector on the 3.0mm endotracheal tube is "difficult to connect or change connector to close section." It is unknown if the product was used on a patient. No further details have been provided.